Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the infusion set detached from the patient's skin and fell away from their body. According to the patient's mother, the patient's blood glucose was not affected by the reported event. The mother reported that the patient replaced the infusion set. No permanent adverse effects to patient reported.